Event description:
The user facility reported that their 120l cart washer was leaking water. The amount of water was estimated to be several gallons. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the washer and found that welds on the recirculation pump had separated. The technician noted that "debris" was found in the chamber filters. The separation of the welds on the recirculation pump can be attributed to the "debris" getting into the recirculation pump and over time allowing wear on the pump subsequently allowing the recirculation pump to separate. The cleaning of the chamber filter is the user facility's responsibility and is to be completed daily as instructed in the operator manual. The operator manual states (pp.6-3), "daily- after last cycle of the day, allow machine to cool and then remove and clean large filter in bottom of chamber". The technician advised the user facility the importance of the chamber filters being cleaned daily. The technician repaired the unit, ran a test cycle and confirmed the unit was operational.